Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor when compared to an unspecified result obtained from a competitor meter. The customer experienced a loss of consciousness for "20-30" minutes and was unable to self-treat. The customer had contact with a healthcare professional who obtained a laboratory result that was "below 50 mg/dl" and glucose was administered via IV for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.